Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with this process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues occurred again.